Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 26-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.75x34mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing a non-bsc guidewire, pre-dilation was performed with 2.5x15mm maverick balloon. A 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion even after several attempts due to tightness and calcification. A 2.75x20mm synergy stent was advanced but also failed to cross the lesion. The procedure was completed with a 2.75x20mm non-bsc stent deployed at high pressure. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal section of the stent was damaged with stent struts pulled distally over the distal balloon cone. Stent strut row 7 from the proximal end was also damaged with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.